Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain even when not menstruating") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 ((B)(6) 2008, (B)(6) 2010), migraine in 2004, vaginal bleeding, missed abortion, uterine dilation and curettage, pelvic discomfort, recurrent abortion, fibroids and diabetes. Previously administered products included for an unreported indication: pill (to be supplemented) from (B)(6) 2008 to (B)(6) 2010, sulfonamide and penicillin. Past adverse reactions to the above products included rash with sulfonamide; and urticaria with penicillin. Concurrent conditions included obesity, dysfunctional uterine bleeding and smoker. Family history included hypertension (mom, father), coronary artery disease, cerebrovascular accident, heart disease, unspecified (mom, father), diabetes (mom), stroke (mom), cancer (father) and ovarian cancer. Concomitant products included estradiol since 2010 and sertraline (zoloft) since 2010. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and allergy to metals ("nickel allergy"). On (B)(6) 2010, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding/menorrhagia/prolonged menstruation"), dyspareunia ("painful intercourse") and ovarian cyst ("ovarian cysts"). On (B)(6) 2010, the patient experienced fatigue ("chronic fatigue"). On (B)(6) 2010, the patient experienced weight increased ("weight gain") and weight decreased ("weight loss"). On an unknown date, the patient experienced abdominal pain lower ("severe abdominal cramping even when not menstruating"), dysmenorrhoea ("abnormally severe menstrual pain"), back pain ("lower back pain even when not menstruating"), menstrual disorder ("abnormal menstruation"), migraine ("migraines"), headache ("headaches"), depression ("depression"), anxiety ("anxiety"), alopecia ("hair loss") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (underwent full hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, abdominal pain lower, dysmenorrhoea, back pain, menorrhagia, menstrual disorder, migraine, headache, dyspareunia, depression, anxiety, fatigue, weight increased, weight decreased, alopecia and ovarian cyst had resolved and the vaginal haemorrhage and allergy to metals outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, ovarian cyst, pelvic pain, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: it was reported that she had total hysterectomy with bilateral salpingo-oophorectomy her cervix, uterus, fallopian tubes, both ovaries were all removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total closure and successful essure placement. (B)(6) 2006 : pelvic non ob us - probable corrus luceal cyst within the left ovary measuring 1.70 x 1.36 x 1.41 cm. (B)(6) 2010 : bilateral hysterosalpingogram - impression: occluded fallopian tubes bilaterally (per mr). (B)(6) 2010: hcg, qual, urine - negative. (B)(6) 2010: surgical pathology report - gross description the specimen is received in formalin labeled uterus, bilateral tubes and ovaries. The uterus comes separate from the ovaries and fallopian tubes. The uterus measures 6.8 cm superiorly to inferiorly, 5.0 cm transversely, and 3.6 cm anteriorly to posteriorly. The attached exocervix measures 3.6 x 3.4 cm. The cervical os measures 1.2 x 0.5 cm and lies transversely. The uterus sounds to a depth of 5.8 cm. The uterus without adnexae weighs 51.4 grams. The serosal surface is smooth shiny and intact. The uterine contours are symmetrical. The uterus is bivalved. The endocervical canal and lower uterine segment are patent. The endometrium averages 0.3 cm thick anteriorly and 0.2 cm thick posteriorly. The endometrium presents as an extremely hyperemic, creamy tan gelatinous mucosa without necrosis, cystic change or discrete mass. The myometrium averages 1.1 cm thick of anteriorly and 1.2 cm thick posteriorly. The myometrium presents as a pink-tan, swirling fibrous, smooth muscle without hemorrhage, necrosis, cystic change or mass lesion. (Mgi) the ovaries with respective fallopian tube lie loose in the container. No designation of right verses left is provided. One ovary measures 4.7 x 1.8 x 1.3 cm and weighs 10.4 grams. The serosal surface is smooth shiny and intact- the serosal surface is distended by multiple cysts filled with serous fluid. A single corpus luteum is also identified. The remainder of the parenchyma shows changes consistent with physiologic aging. The attached fallopian tube measures 6.4 cm long with an external diameter ranging from 0.3 cm proximally to 0.6 cm distally. The fimbria are attached and freely mobile. No hemorrhage, necrosis, or mass lesion is identified. (Mgi) the opposite ovary measures 6.4 x 3.1 x 1.7 cm and weighs 15.1 grams. The ovary is distended by a single hemorrhagic cyst at the lateral pole. The serosal surface is smooth shiny and intact with the usual convolutions. Serial sections reveal the cyst to be a hemorrhagic corpus luteum cyst measuring 1.7 cm in diameter. The remainder of the ovary shows changes consistent with physiologic aging. No necrosis or mass lesion is identified. The fallopian tube has fibrous adhesions causing kinking along the tube length. The tube unwound measures 6.2 cm long with an external diameter ranging from 0.3 cm proximally to 0.9 cm distally. The fimbria are present and freely mobile. Subjacent to the fimbria is a single paratubal cyst filled with serous fluid measuring 0.9 cm. (B)(6) 2011: bilateral digital mammogram- impression: there is a radiopaque marker at site of palpable lump in the upper outer quadrant of the right breast. (B)(6) 2011: ultrasound right breast - impression: there is no evidence of soil tissue mass, cyst, or architectural distortion at the site of the palpable lump at the 10 o'clock position in the right breast. Concerning the injuries reported in this case, the following one/ones were described in patient's medical recordes: confirming pelvic pain, menorrhagia, abdominal pain, dyspareunia, ovarian cyst. Most recent follow-up information incorporated above includes: on 27-feb-2018: information from pfs and mr. New reporters added. Case medically confirmed. Patients demographics added. Historical and concomitant conditions and drugs added. New events added: abnormal bleeding (vaginal, menorrhagia), nickel allergy incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain even when not menstruating") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe abdominal cramping even when not menstruating"), dysmenorrhoea ("abnormally severe menstrual pain"), back pain ("lower back pain even when not menstruating"), the first episode of menorrhagia ("abnormally heavy menstrual bleeding"), the second episode of menorrhagia ("prolonged menstruation"), menstrual disorder ("abnormal menstruation"), migraine ("migraines"), headache ("headaches"), dyspareunia ("painful intercourse"), depression ("depression"), anxiety ("anxiety"), fatigue ("chronic fatigue"), weight increased ("weight gain"), weight decreased ("weight loss"), alopecia ("hair loss") and ovarian cyst ("ovarian cysts"). The patient was treated with surgery (underwent a total hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, abdominal pain lower, dysmenorrhoea, back pain, the last episode of menorrhagia, menstrual disorder, migraine, headache, dyspareunia, depression, anxiety, fatigue, weight increased, weight decreased, alopecia and ovarian cyst had resolved. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menstrual disorder, migraine, ovarian cyst, pelvic pain, weight decreased, weight increased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: it was reported that she had total hysterectomy with bilateral salpingo-oophorectomy her cervix, uterus, fallopian tubes, both ovaries were all removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: full occlusion fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.